Event description:
It was reported that they have experienced issues with the catheter after it is in place for 24 hrs. They have had issues with occlusion and the wave form dampening. As a result, they exchange the catheter for the pt. It is unk if there was a delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.